Event description:
Additional information was received stated that the bent array is captured on this complaint where part of the event reported for "the depuy symphony drill guide & screwdriver failed instrument calibration on multiple occasions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. H6 component codes: the most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, while navigating an mis spine case, t12-l5 tumor at l3, a screw, at t12 left side, ended up in the lateral most part of the spinal canal according to a loop-x 3d scan, while all other screws, including right t12, were in expected locations. The spinous process clamp was placed at l5 and the patient was registered using loop-x air. Accuracy was checked with the pointer at l5 (this was the only visible landmark available during this case) and accepted. The only navigated instrument used during this case was the depuy synthes viper prime, which when registered showed a tip deviation between 0.0-0.2mm and the instrument array was confirmed to be tightly on the instrument. The doctor started at t12 on the right side, however due to the patient's difficult anatomy the doctor had a tough time getting the screw to take hold and decided to switch sides. Before navigating the other side, accuracy was checked and found to be accurate at l5. The left side of t12 was also difficult but the doctor was able to get the screw into bone with enough force. No delay of surgery and no negative effects. Left t12 screw ended up in the spinal canal, roughly one screw over medial to what was planned. Doctor had to remove and reposition the screw using a c-arm. For the one deviating screw placement, that was done without the use of the navigation aid not being enabled to track and display the instrument position for any guidance function, it is likely that due to the difficult anatomy the for the navigation not visible (non-brainlab) depuy viper prime screwdriver with screw inadvertently skived/travelled on the cortical bone surface medial to the undesired location on the vertebra, e.g. When malleting the screwdriver to open the cortical bone for the screw entry, leading to the deviating spine screw placement.